Event description:
It was reported that at the post-operative check, the right ventricular (rv) threshold was observed to have increased to 3.5 v @ 0.4 ms, while the r-wave amplitude had decreased. Chest x-ray demonstrated rv lead dislodgement. The patient underwent lead repositioning two days later. No additional adverse patient effects were reported.